Manufacturer narrative:
Added information to section h6 (type of investigation, investigation conclusions and investigation findings). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Device history record (DHR) files for the affected device were reviewed and the device was found to meet all manufacturing specifications prior to release for distribution. No issues were identified that would have impacted this event. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprothesis heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including congenital rubella syndrome.

Manufacturer narrative:
A medical article was received and reviewed. Article citation: julius jelisejevas, ali husain, brian chiang, howard paje, hassan ogran, desiree nadine wussler, stephanie l. Sellers, jonathon a. Leipsic, philipp blanke, richard cook, janarthanan sathananthan, john g. Webb, david a. Wood. Managing multivalvular bioprosthetic failure and a hidden aortic rootleft ventricular outflow tract fistula with a transcatheter approach: balancing risk and intervention. Doi.org/10.1016/j.cjco.2024.12.006.

Event description:
Per the report received from canada, a 41-year-old patient with a 7300tfx27 valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and one (1) month due to leaflet degeneration and mobility restriction leading to severe mitral stenosis and high gradients (mean gradient of 24mmhg) observed on echo and computed tomography (CT). The patient was admitted to hospital with congestive heart failure due to multivalve failure. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was discharged.

Event description:
Edwards received notification that this 41-year-old patient with a 7300tfx27 valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and one (1) month due to leaflet degeneration and mobility restriction leading to high gradients (mean gradient of 15mmhg) observed on echo and CT. Reportedly, this patient had been discharged after redo aortic valve replacement [ew ref number (B)(4)] but readmitted to hospital with coronavirus disease and pneumonia. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was in stable condition and recovering in the intensive care unit after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this patient. Redo aortic valve replacement reported under MFR report number 2015691 2024 06913. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.